Manufacturer narrative:
UDI information is unknown. Manufacturing site address is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device did not have any external damage. The pump event history showed an base hardware failure alarm and battery communication time out error in error history log (ehl). During evaluation, could not be verified/duplicated after flow and occlusion tests. The reported issue could not be duplicated. The root cause was unable to be determined. The technician replaced interconnect board and battery as a preventative measure. Performed all functional/delivery tests which passed.

Event description:
It was reported that out of box errors; a base hardware failure error and battery communication timeout errors were observed. No patient injury was reported.